Event description:
It was reported that the patient experienced unspecified issue with the spectra concealable penile prosthesis (spp). The spp was removed and replaced with an inflatable penile prosthesis. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.